Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during biliary suture in a liver transplant open procedure, the first device had a broken thread and needle, while the other two had a broken thread. Another device was used to complete the case. There was no patient injury.